Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal) was explanted due to visual disturbances attributed to lens decentration. The patient is reported to be doing well postoperatively.